Event description:
Customer (end user) states they have received a number of results from quest with a notification of "specimen integrity compromised" and/or "tnp" (test not performed) for glucose. Customer states samples are mixed after collection and allowed to clot upright in a rack immediately after collection for over half an hour (usually 1 hour). Centrifuge (provided and calibrated by quest) was replaced in october and quest procedure was used to verify the settings were correct (document provided). The back of the centrifuge states speed at 3324rpm. Customer also has observed a layer of red cells stuck on the inside of the cap which creates rbc floaters (photo provided).

Manufacturer narrative:
Complaint (B)(4). Received 8pcs 455071p/b21123de and 15pcs 455071p/b220438l for evaluation. Received customer photos. We have no further inventory of either material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Customer samples were tested according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. The alleged malfunction cannot be confirmed.